Manufacturer narrative:
Device code 2017-incorrect prep g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.na

Event description:
It was reported that during preparation and before use, the nc trek rx balloon was over-inflated and ruptured outside the patient. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. Another nc trek rx was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017: above rbp. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was ported that during preparation and before use, the nc trek rx balloon was over-inflated and ruptured outside the patient. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm. The investigation determined the reported difficulty appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.